Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report an emergency room visit due to low blood glucose levels. The customer's blood glucose level was 30 mg/dl. The customer did not know what caused the event. The customer mentioned she had surgery. The customer was unable to troubleshoot. Nothing was replaced or returned for analysis.